Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the testing performed were all within specification. A review of the lot device history records is ongoing. Medical documentation from the doctor was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing discomfort in right eye upon re-use of product. Consumer removed lens and visited eye clinic. Consumer reported that the doctor indicated the surface of the consumer¿s eye was not smooth and resembled dry eye. Consumer reports doctor recommended discontinuing lens wear for one week. Consumer also reports to have been prescribed fad ophthalmic solution 0.05% and eye care ophthalmic solution. One week later, the consumer followed-up at the eye clinic and reported that the doctor indicated they could resume lens wear; eye condition was improving. Subsequent to this visit, the consumer used the same lens that initially caused discomfort and upon reinserting complaint lens, the consumer once again experienced discomfort. Consumer removed complaint lens and inserted new lens. No discomfort with new lens. Medical documentation from the doctor was not provided. Consumer is recovered.

Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.